Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient stated that following a left hip replacement (2009, dr (B)(6)) she had experienced excruciating pain since the surgery and followed up with another doctor (dr. (B)(6)) in 2010 who drained the surgical site twice. Patient later went to dr. (B)(6) who performed a revision (left hip revision part of a double revision) (patient explains she had lost 70% use of her left hip before revision). Patient cannot remember the exact date of her revision she believes it was sometime in 2013 or 2014. Patient has had to seek physical therapy and wants information in regards to a settlement.

Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 540-11-46d, trident psl ha solid back 46mm, lot code: 38033901; cat. No.: 6021-0130, accolade plus tmzf hip stem #1, lot code: 30274701; cat. No.: 6570-0-232, delta v-40 ceramic head 32/+4, lot code: 30737301. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. An event regarding revision involving a trident 0 deg x3 insert 32mm head was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: ¿there is no surgical histopathology suggestive of altr, alval, pseudotumor, metallosis, or any prosthesis related pathology. Non-specific bursitis and synovitis was described as the likely cause of the patient¿s symptoms. Her apparently well fixed and properly situated femoral and acetabular shell components remain in situ. The right hip systems were related to anterior subluxation, likely due to anterior surgical approach and was addressed with an anterior lip acetabular insert. There is no evidence that any of this patient¿s post-operative hip problems were due to factors of faulty component design, manufacturing or materials.¿ -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because ¿there is no surgical histopathology suggestive of altr, alval, pseudotumor, metallosis, or any prosthesis related pathology. Non-specific bursitis and synovitis was described as the likely cause of the patient¿s symptoms. Her apparently well fixed and properly situated femoral and acetabular shell components remain in situ. The right hip systems were related to anterior subluxation, likely due to anterior surgical approach and was addressed with an anterior lip acetabular insert. There is no evidence that any of this patient¿s post-operative hip problems were due to factors of faulty component design, manufacturing or materials.¿

Event description:
Patient stated that following a left hip replacement (2009, (B)(6)) she had experienced excruciating pain since the surgery and followed up with another doctor ( (B)(6) )) in 2010 who drained the surgical site twice. Patient later went to dr. (B)(6) ((B)(6)) who performed a revision (left hip revision part of a double revision) (patient explains she had lost 70% use of her left hip before revision). Patient cannot remember the exact date of her revision she believes it was sometime in 2013 or 2014. Patient has had to seek physical therapy and wants information in regards to a settlement.